Manufacturer narrative:
Concomitant: 452353s lead, implanted: 1994-(B)(6), 419388 lead implanted: 2003-(B)(6).

Event description:
It was reported that the patient complained of their 'heart skipping', and noise oversensing was observed on both the atrial and ventricular leads. The leads will continue to be monitored, and remain in use. No patient complications have been reported as a result of this event.